Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the issue had occurred during diagnosis of coronary procedure and the procedure was completed as planned and restarting the system. It was reported that the gave a remote alert indicating the image processing computer had a memory problem, which can impact imaging. Upon further inspection, philips remote service engineer (rse) checked the log and confirmed that error log ippc memory 3 problem occurred during runtime - frontal. The issue was resolved by implementing fco which was done in another case. After that, the system was returned to use in good working. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If image processing computer had a memory problem, which can impact imaging issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a remote alert indicating the image processing computer had a memory problem, which can impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.